Event description:
It was reported that this right ventricular (rv) lead was presenting undersending due to an intrinsic low amplitude presented. The impedance also was shifted downward, but it remains within normal range. No additional adverse patient effects were reported.